Event description:
It was reported that an unspecified malfunction alarm occurred resulting in the customer experiencing diabetic ketoacidosis (dka). Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.